Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, the pump declared a power source alert after the pump was plugged into a wall outlet. System check with tandem technical support indicated that the pump touch screen was performing as intended, however the customer asserted that the touch screen was not functioning properly. The customer's blood glucose (bg) level was 161 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported that the power source alert had not reoccurred after continuing to charge the pump. Reportedly, the customer continued to use the pump for insulin therapy.